Event description:
It was reported that during an unknown procedure, the shears malfunctioned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the contact. The device was received in good physical condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were non-functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect the internal components. Hand activations wires were found detach from the hand activation board. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation assembly. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.